Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. (B)(4).

Event description:
The customer reported that the rn reconnected IV tubing to the needleless connector and witnessed the tubing spontaneously unscrew from the connector. The tubing was reattached again to the connector more tightly and was again witnessed unscrewing from the connector spontaneously. The tubing was subsequently replaced. There was no patient harm.

Manufacturer narrative:
Correction on initial report: disregard file- after further review, file is deemed not- reportable.